Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The aortic neck was angulated to greater than 45 degrees and there was 2 cm of iliac fixation in the iliac arteries bilaterally. It was reported the stent graft migrated and is approximately 7 mm below the level of the renal arteries likely from dilated arteries due to disease progression; however, there was no aneurysm enlargement and no endoleak present. The diameter of the aortic neck was 25 ? 26 mm. An aortic cuff from another manufacturer was implanted proximally in addition to 2 aneurx iliac flared cuffs distally down to the hypogastric arteries for a total of 4 cm fixation in the iliac arteries bilaterally. No additional clinical sequelae were reported and the patient is fine.